Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink set had a pinhole in the tubing that was allowing air to enter the tube. The bag was reported to be taken out of a package that "looked old". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacturing dates: (B)(4) 2017 - (B)(4) 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.